Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device compared to a unspecified readings of an adc meter. It is unknown whether the customer noted a trend arrow on the device. Due to high scan readings the customer self-treated with insulin (dose/type unknown). As a result, the customer experienced sweating, dizziness, weakness, and hypoglycemia and required administration of orange juice from non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.